Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was removed.

Event description:
Information was received from a consumer through a manufacturing representative regarding a patient receiving intrathecal morphine 15 mg/ml at a dose of ¿1 mg/ml.¿ the indications for use were post lumbar laminectomy syndrome and spinal pain. It was reported that the pump was not effective at alleviating the patient¿s pain. There were no reported environmental/external/patient factors that may have led or contributed to the issue. There were no reported diagnostics/troubleshooting performed. The pump and catheter were explanted. When asked if the product was replaced by a product from the device manufacturer, it was noted ¿not applicable, or not replaced.¿ the issue was resolved. The patient¿s status was alive ¿ no injury. The patient¿s medical history was unknown. The event was noted to have occurred on an unknown date in 2017 [this was conflicting information as the notified date was (B)(6) 2016].